Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who had 450cc mentor memorygel breast implants placed was not satisfied with the results of the procedure. The patient was not happy with the size of the implants and would like to go bigger. Therefore, the patient may have to go an additional surgical intervention in the future. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-05144 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on january 12, 2023. Explant and replacement with mentor gel implants was performed on (B)(6) 2023. The right sided capsular contracture was baker grade iii. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 28, 2022. The issue reported initially was clarified to be bilateral capsular contracture. Both implants are tight, and the right side is riding high and uncomfortable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 9596410 number on may 14, 2022, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on january 27, 2023. The investigation of the impacted product was completed by the failure analysis lab on (B)(6) 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).